Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer's insulin pump would not go into auto mode. The customer stated the insulin pump alarmed interprocessor communication error and hardware low level failures, twice. The customer was advised the pump should transition into auto mode after the alarm cleared and feature turned on. No further details reported. The insulin pump will not be returned for analysis.